Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a patient regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient needed stimulation on his right side and right knee; however, he felt it in both legs only. The issue was occurring daily. There were no trauma/falls reported that could have been related to this issue. The patient had not checked the device with the patient programmer. After synchronizing the patient programmer with the ins the patient programmer showed that stimulation was on. The patient had a program 1 and program 2 and both were set to2.40 volts. The patient had the ability to adjust stimulation. Increasing/decreasing stimulation did not resolve the issue. It was noted that the patient did not have adaptive stimulation and the patient only had one group to try. It was reported that this was a sudden change in therapy/symptoms that began in the end of 2016. It was noted that the patient did not have a managing healthcare professional.